Event description:
It was reported that the pacemaker dependent patient¿s cardiac resynchronization therapy defibrillator exhibited significant discharge of battery. It was also noted that the patient had a history of ventricular tachycardia and ventricular fibrillation therapies. No patient symptoms were reported. Device replacement was discussed.

Manufacturer narrative:
The field event of premature depletion was confirmed. Further analysis will not be performed at this time per legal hold.

Event description:
New information states that the device received the battery performance alert on (B)(6) 2017. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.